Event description:
An operations supervisor from an ambulance company reported their adc blood glucose meter "would not always" turn on when the button was pressed, but it would turn on when a test strip was inserted into it. Caller further reported that on (B)(6), 2014 a patient was "diagnosed" with hypoglycemia and treated with 50% dextrose via intravenous infusion. The caller did not know what symptoms the patient had experienced. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation has determined the complaint is not confirmed. Meter powered on with insertion of strips and button depression. The menu options could be scrolled through using the buttons. Did observe response when the buttons were pressed. All pertinent information available to abbott diabetes care has been submitted.